Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed that a rubber part on the angulation control lever shaft of the subject device was missing during a reprocessing after a therapeutic procedure. The user facility thinks that there is a possibility that the rubber has fallen off in the patient's body. There was no patient injury report associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus medical systems corp. (Omsc). The evaluation confirmed the adhesion glue for bonding the rubber was remained and was applied to on the angulation control lever part of the device. The exact cause could not be determined, but it was surmised that the rubber detached due to some physical force.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".